Event description:
Baxter affiliate reports one incident of a fiber leak, ten minutes into treatment with a dicea dialyzer. The leak was experienced by a home pt and was not confirmed by hemastix. The baxter system 1000 hemodialysis machine blood leak detector alarm sounded and the blood pump appropriately stopped. The home pt reported that there was no blood loss. Treatment was stopped and the pt went to the dialysis center to continue the treatment that concluded without further incident. There is no pt injury or medical intervention associated with this incident.